Event description:
Reportedly, during a follow up, the physician noted that the elective replacement indicator was reached after 15 months of implantation (the battery voltage was at 2.6v). It was recommended to explant the device.

Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.